Event description:
Customer called to report high bgs. Pump was disconnected and the reservoir was removed to run a self-test. Reservoir was reseated in pump and programmed a prime to observe if the insulin exited. The insulin did not exit. It stated that they never primed the pump after the manual prime. The reservoir door was properly placed in the unit. The reservoir was still full after bolusing through the day.